Manufacturer narrative:
At this time product has not yet been returned and a valid serial number was provided for the libre reader. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint for libre reader , no trends were identified that would indicate any product related issues. Dhrs for the libre strips was reviewed and the dhrs showed the libre strips passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.